Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient had the stim set at 2.1 and wanted to decrease the stim to 1.7 because they didn¿t need the stim so high. But then, the patient wanted to increase the stim again to 2.1 but when she tried to increase the stim with the patient programmer (pp), it displayed screen 59 and ¿settings not available¿ message. Troubleshooting was performed; the stim was decreased to 0.0 and the patient was able to increase to 0.2 but then the pp showed screen 59 "setting not available. Cannot provide your desired intensity¿ again. The patient noted that sometimes when she turned on the pp, the same screen would appear right away. It was noted that the patient did not have hd settings, they did not have any falls, trauma and had no recent re-programming. The patient had pain in her foot that suddenly increases and decreases, which is why the patient needed to adjust the stim. In conclusion the patient was redirected to their healthcare professional (hcp) and to meet a rep. There were no further complications reported or anticipated. Additional information was received from a consumer via a manufacturer's representative (rep). It was reported that the patient stated that their incision site where the battery was implanted and has become flared up. The patient cannot increase the current on their stimulator as it says "cannot provide your desired settings." The patient stated that they are not getting much relief. The patient also stated that there is a burning sensation at the implant site. Burning sensation persists no matter if the device is on or off. The rep stated that there was troubleshooting for impedance issues. The patient's impedances were all red on the 0-7 lead. The reference 0 shows > 40 k ohms on all pairs. The reference 5 on contacts 0-4 and 6-7 show >40 k ohms. The reference 10 shows 700 ohms. Electrode 8-15 are all green and have a range of 500-700 ohms. The patient is programmed with leads 1,2 and 3, which had them seeing settings not available. No further complications were reported or anticipated.